Event description:
It was reported that a physician, unspecified if trained in the use of the starclose se device, attempted arteriotomy closure of an unspecified vessel after an unspecified procedure. Reportedly, excessive resistance was felt when advancing the thumb advancer and the sheath failed to split completely. The device was removed using the safety release button. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received.